Manufacturer narrative:
Product identification records for the alleged gore device were not provided. Therefore, a review of the manufacturing records could not be performed. The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent incisional hernia repair on (B)(6) 2012, (B)(6) 2013, and (B)(6) 2014, whereby gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2018 additional procedures occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries:removal of infected mesh; recurrent incisional hernia; abscess; draining wounds with tube insertions; chronic infection & inflammation; severe pain; adhered to bladder; bowel obstruction; fistula to abdominal wall. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated health effect h6: updated investigation finding h6: updated investigation conclusions d17: appropriate code/term not available for ¿false claim¿. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation we confirmed the device was not a gore device. No further investigation is required at this time. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as false claim. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. No further investigation is required at this time. Through gore's investigation we confirmed the device was not a gore device. No further investigation is required at this time. The complaint will be closed as a false claim. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: (B)(6) 2012: (B)(6) hospital. (B)(6), md. Indications: ¿the patient is status post midline incision for hysterectomy for ovarian cancer. The patient presented with abdominal pain and evidence of incarcerated incisional hernia with loops of bowel and colon. She had no evidence of bowel obstruction. The patient was presented with different alternatives options and wanted to proceed with laparoscopic repair. I discussed all potential complications, including but not limited to, infection, bleeding, neuralgias, recurrence, need for reoperation and bowel injury. The patient understood all of that and wanted to proceed with the surgery. All her questions were answered to her satisfaction.¿ implant procedure: laparoscopic repair of incarcerated incisional hernia with dual gore-tex mesh. Implant: gore® dualmesh® plus biomaterial [1dlmcp07/9670221, 20cm x 30cm x 1mm, oval]. Implant date: (B)(6) 2012 (hospitalization dates unknown) (B)(6) 2012: (B)(6) hospital. (B)(6) md. Operative report. Preoperative and postoperative diagnosis: symptomatic incarcerated incisional hernia. Anesthesia: general. Procedure: ¿a small left upper quadrant incision was performed. A veress needle was inserted and a pneumoperitoneum of 15 mmhg was achieved. A 5-mm port laparoscope was then inserted after placing an ioban drape. Additional 5-mm ports were placed on the left side and 2 on the right side of the abdomen. Then, we proceeded by taking down the bowel and adhesions and making sure the anterior abdominal wall was completely freed from any adhesions. There was no evidence of compromised bowel. The falciform also was divided. The patient had a swiss cheese type of hernia involving the entire incision all the way from the epigastric to suprapubic. For that, a 20 x 30 dual gore-tex mesh was then used to achieve at least 5 cm overlay on either side of the defects. The stay sutures were placed. The mesh was introduced inside the abdominal cavity and the sutures were passed across the abdominal wall and tied down. After that, the mesh was secured against the interior abdominal wall with multiple tacks, placing them in 0.5 cm intervals. After that, multiple transabdominal gore-tex sutures were placed at 3-4 cm intervals and tied down. Final inspection revealed no evidence of any bleeding or injuries. The mesh appeared to be tight against the abdominal wall and was secured in place. After that, and after making sure that were no injuries or bleeding, the instruments and trocars were taken out and all skin incision were then approximated with subcuticular 4-0 polysorb, followed by sterile dressings. Pressure dressings were applied.¿ (B)(6) 2012: (B)(6) hospital. Description: ¿mesh hern ovl 2 + 1mmx20x30cm eptfe 1/ea (n) 1dlmcp07.¿ model number: 1dlmcp07. Lot number: 9670221. Expiration date: 8/14. Site: abdomen. Quantity: 1. Vendor: w. L. Gore and associates, inc. Relevant medical information: (B)(6) 2013: (B)(6) hospital. Inpatient admission. (B)(6) 2013: (B)(6) md. Operative report. Assistant: (B)(6) md. Preoperative and postoperative diagnoses: incarcerated recurrent incisional hernia, small bowel obstruction and history of ovarian cancer. Procedure: laparoscopic repair of recurrent incisional hernia with mesh. Release of small bowel obstruction. Peritoneal washings for cytology. Implant: physiomesh. Anesthesia: general. O indications: ¿(B)(6) is a 57-year-old female who has a history of ovarian cancer having undergone a laparotomy and debulking surgery about 3 years ago. The patient now remains disease free from her ovarian cancer. The patient developed an incisional hernia from her midline incision which was repaired laparoscopically 1 year ago with mesh. The patient now presents with 1-day history of severe lower abdominal pain associated with nausea and vomiting. The patient was evaluated at an outside hospital where a CT scan showed evidence of recurrent incisional hernia in the lower edge at the lower end of the previous incision with a loop of small bowel incarcerated within the hernia with evidence of a transition point at the site of the hernia leading to small bowel obstruction. The patient was then transferred to (B)(6) hospital for further management. The patient was then taken to the operating room for a laparoscopic exploration for release of the small bowel obstruction as well as to repair the recurrent incisional hernia.¿ findings: ¿1. Laparoscopic exploration revealed extensive intraabdominal adhesions from her previous abdominal surgeries. There were dense adhesions between the omentum to the anterior abdominal wall to the previous mesh and also between a couple of small bowel loops to the anterior abdominal wall and to the transverse colon and to the abdominal wall. All of these adhesions were taken down, taking care not to cause any inadvertent injury to the bowel or other viscera. 2. There was a recurrent incisional hernia in the suprapubic region. The fascial defect was about 4 x 5 cm in dimension. The fascial defect was at the lower edge of the previous mesh. The mesh must have slipped up or probably even contracted in size leading to the recurrent incisional hernia at the lower edge. The hernia was repaired using a 20 x 15 cm physiomesh. 3. There was some minimal free fluid in the pelvis which was aspirated. About 250 ml of saline was irrigated in the pelvis and right subdiaphragmatic space and the fluid was aspirated and sent for cytology to rule out any recerrence [sic] of her ovarian cancer.¿ procedure: ¿an ioban was placed over the drapes as well. Pneumoperitoneum was established using a veress needle placed in the left subcostal region and insufflating with carbon dioxide gas to a pressure of 15 mmhg. Four laparoscopic ports were then placed, 2 on the left flank and 2 on the right flank, comprising of three 5 mm ports and one 12 mm port. Initial laparoscopic exploration revealed extensive intraabdominal adhesions between the omentum to the abdominal wall, as well as to the previous gore-tex mesh and also there were 2 loops of small bowel which are adherent to the previous mesh and also the transverse colon was adherent to the mesh. We then spent the next 1/2-hour to 45 minutes taking down these adhesions using a combination of blunt and sharp dissection using scissors for the bowel adhesions and electrocautery with a hook for the omental adhesions. Once all the adhesions were taken down, we were then able to expose the site of the recurrent incisional hernia. This was located in the suprapubic region at the lower edge of the previous gore-tex mesh. The fascial defect was about 4 x 5 cm in dimension. We then proceeded to create a peritoneal flap to reflect the bladder inferiorly and to expose the pubic bone and the cooper's ligament. A transverse incision was made 2-3 cm above the pubic bone on the peritoneum with the hook cautery. The peritoneum and the bladder flap was then reflected inferiorly, separating it from the anterior abdominal wall. Blunt dissection was then carried out inferiorly to expose the pubic bone as well as the cooper's ligament on both sides. We then used a 20 x 15 cm physiomesh. Three sutures were placed at the upper edge and the 2 lateral edges and the mesh was then introduced into the peritoneal cavity through the 12-mm trocar site. The mesh was then placed in position and the 3 sutures were then pulled up through the anterior abdominal wall with stab incisions using the gore-tex suture passer. The inferior edge of the mesh was then tacked to the pubic bone and the cooper's ligament on both sides to firmly secure the mesh inferiorly. We then placed multiple transfacial sutures using cv-0 gore-tex suture around the entire circumference of the mesh at every 3 cm intervals. The edges of the mesh were also secured with the placement of a few tacks using the protack device. The mesh appeared to be in good position. The peritoneal flap was then secured back to the abdominal wall covering the inferior half of the mesh by tacking the peritoneal flap up to the abdominal wall and the mesh with the protack device. Complete hemostasis was then verified. The mesh appeared to be in good position. The 12-mm trocar site fascial defect was closed with interrupted 0-polysorb suture. The pneumoperitoneum was deflated. All the trocars were removed. The fascial suture was tied and the skin incisions were closed with 4-0 polysorb in a subcuticular fashion. The stab incisions for the transfascial sutures were closed with skin glue. The patient was then reversed from anesthesia and transferred to recovery room in a stable condition.¿ (B)(6) 2013: (B)(6) hospital. Inpatient admission. (B)(6) 2013: (B)(6) md. Operative report. Assistant: (B)(6) md. Preoperative and postoperative diagnoses: small bowel obstruction. Status post laparoscopic repair of recurrent incisional hernia. History of ovarian cancer. Procedure: laparoscopic lysis of adhesions and relief of small bowel obstruction. Laparoscopic biopsy of peritoneal nodule. Anesthesia: general. Indications: ¿(B)(6) is a 57-year-old female who underwent a laparoscopic repair of her recurrent incisional hernia about 9 days ago. The patient has a history of ovarian cancer having undergone debulking surgery as well as chemotherapy. The patient now presents with symptoms of abdominal pain, nausea and vomiting, and a CT scan of abdomen shows evidence of high-grade bowel obstruction in the right lower quadrant with a transition point in the right lower quadrant. The patient was then taken to the operating room for an emergency laparoscopic exploration for possible release of small-bowel obstruction which is most likely due to postoperative adhesions.¿ findings: ¿1. Laparoscopic exploration revealed extensive adhesions between several loops of small bowel to the anterior abdominal wall and also between the omentum and transverse colon to the abdominal wall. In the right lower quadrant, there were 2 loops of small bowel, which were densely adherent to the anterior abdominal wall and at that site of adhesion, the one loop was acutely kinked with a clear transition point between dilated proximal bowel and completely collapsed distal bowel, which was due to acute kink of the bowel due to the adhesions. Lysis of adhesions were performed laparoscopically to separate all the abdominal wall adhesions and then the adhesion, which was causing the acute small-bowel obstruction was also released and the angulation of the small bowel was straightened out. 2. During exploration of the distal collapsed small bowel, we found a 0.5 cm hard peritoneal nodule on the mesentery of the small bowel and this nodule was excised and sent for pathological evaluation. The patient does have a history of prior ovarian cancer.¿ procedure: ¿pneumoperitoneum was established using a veress needle in the left subcostal region and insufflating with carbon dioxide gas to a pressure of 15 mmhg. Three laparoscopic ports were then placed, two 5 mm ports in the left side of the abdomen, and one 12 mm port in the right side of the abdomen. Initial laparoscopic exploration revealed dense adhesions between several loops of bowel to the anterior abdominal wall and also between the omentum and transverse colon to the anterior abdominal wall. Most of these adhesions were fibrinous in nature and we were able to take down most of the adhesions with blunt dissection separating the adhesions from the anterior abdominal wall. Once these adhesions were taken down, we encountered 2 loops of small bowel, which were densely plastered to the anterior abdominal wall and one of the small bowel loops was acutely kinked because of these adhesions. These 2 loops of small bowel were also separated using a combination of blunt and sharp dissection with scissors to separate them from the adhesions to the abdominal wall and also the 2 loops were stuck to each other and these were also separated and the acute angulation in one of the small bowel was straightened out after releasing the adhesions. This was clearly the site of the obstruction due to the clear transition point seen of dilated proximal bowel and completely collapsed distal bowel. Once the adhesions were taken down and the bowel was straightened we could clearly see that the proximal dilated small bowel started to decompress into the collapsed distal bowel. We then proceeded to explore the distal collapsed small bowel and during this process, we encountered a small hard 0.5 cm peritoneal nodule on the mesentery of the small bowel and we then proceeded to perform an excision of this nodule using scissors and a complete excision was performed of the peritoneal nodules and the nodule was then retrieved through the 12-mm trocar site and sent for pathological evaluation. We then proceeded to verify complete hemostasis and to make sure that there was no evidence of any inadvertent injury to the bowel in the areas that we had taken down from the abdominal wall. We then placed 0 polysorb suture to close the peritoneal flap in the right lower quadrant to try and exclude the mesh from the bowel by closing the peritoneal flap with a single interrupted 0 polysorb suture placed using the carter-thomason suture passer. We then closed the 12-mm trocar site fascial defect with another 0 polysorb suture. After verifying complete hemostasis, the pneumoperitoneum was deflated. All the trocars were removed. The fascial suture was tied and the skin incisions were closed with 4-0 polysorb in a subcuticular fashion. Steri-strips were placed. Sterile dressings were applied. The patient was then reversed from anesthesia and transferred to recovery room in a stable condition.¿ (B)(6) 2014: (B)(6) hospital. Inpatient admission. (B)(6) 2014: (B)(6) md. Operative report. Assistant: dr. (B)(6). Preoperative and postoperative diagnoses: recurrent incisional hernia. Procedure: open incisional hernia repair with mesh. Lysis of adhesions. Implant: symbotex. Anesthesia: general. Indications: ¿(B)(6) is a 58-year-old female who has a complicated past medical history with history of ovarian cancer from which she disease-free at this point. However, she developed a large incisional hernia through her midline laparotomy incision and laparoscopic incisional hernia repair was performed 2 years ago. The patient subsequently presented with a recurrent hernia in the suprapubic region which was repaired laparoscopically a year ago. The patient now presents with another recurrent hernia at the upper end of her previous laparotomy incision in the epigastric region just above the level of her previous gore-tex mesh. The patient in fact presented with an episode of small-bowel obstruction due to incarceration of the hernia. The patient was initially managed conservatively for the bowel obstruction and after a bowel obstruction was resolved, the patient was scheduled for an elective open incisional hernia repair.¿ findings: ¿1. The patient had a recurrent incisional hernia in the epigastric region through the upper end of her previous midline laparotomy incision above the level of the previous gore-tex mesh. 2. An open incisional hernia repair was performed using a 20 x 15 cm symbotex mesh, which was placed as an underlay in the intraperitoneal location. There were several adhesions to the abdominal wall and also to the previous gore-tex mesh and extensive lysis of adhesions had to be performed before we could place the mesh in the intraperitoneal position as an underlay to repair the recurrent incisional hernia. In addition, the patient's abdominal wall was extremely rigid and fibrotic due to the multiple previous operations and also due to the previous gore-tex mesh which seemed quite thickened and contracted on the CT scan performed preoperatively. This made the operation quite difficult because of the abdominal wall was extremely non-pliable and closing the fascial defect on top of the mesh was extremely difficult and was under a lot of tension.¿ procedure: ¿a midline incision was made in the epigastric region down to the level of the umbilicus. The incision was deepened down to the subcutaneous tissues. The hernial sac was identified and separated from the subcutaneous fat and dissected down to the level of the fascia. The fascial defect was quite deep. There was extensive scarring and fibrosis in the subcutaneous tissues between the hernial sac and the abdominal wall structures from the previous laparotomy surgeries. Once we dissected the hernial sac down to the level of the fascia, we then opened the hernial sac. The excess hernial sac was then excised and removed. The fascial incision was then extended slightly superiorly to gain access to the abdominal cavity so that we could separate the intraperitoneal lesions before repairing it with mesh in the intraperitoneal position. Initially, I did attempt to develop a preperitoneal plane to see if we can avoid placing the mesh in the intraperitoneal location, but because of the previous surgeries and also because of the gore-tex mesh, which had been placed previously, there was dense scarring and fibrosis and the entire abdominal wall was so thick and hard and fibrotic that it was impossible to develop any plane in the preperitoneal level. Hence, I decided to place the mesh as an underlay in the intraperitoneal location and to try and close the fascial defect on top of that. I then spent at least an hour to hour and a half separating the adhesions to the undersurface of the abdominal wall and also to the undersurface of the previous gore-tex mesh, which was the inferior edge of the hernial defect. After separating some of these adhesions and having at least 5 cm of clearance all around the edges of the fascial defect, I then proceeded to use a 20 x 15 cm symbotex mesh. The mesh was then placed in the intraperitoneal location as an underlay. The mesh was then fixed in position with multiple horizontal mattress sutures placed to secure the mesh firmly along the entire circumference of the mesh. All of the sutures were placed before the sutures were tied. We used #1 prolene to fix the mesh in position. Once the mesh was placed intraperitoneally and all the prolene sutures were tied, I then proceeded to close the fascial defect along the midline with several interrupted #1 prolene sutures. The fascial defect came together under a lot of tension due to the extreme rigidity of her abdominal wall. The wound was then irrigated with antibiotic irrigation fluid. A #10 jackson-pratt drain was then placed in the subcutaneous tissue and the wound was then closed with interrupted 3-0 polysorb for the subcutaneous fat and the skin was closed with skin staples. The jp bulb was connected to the drain. The drain was anchored with 2-0 prolene suture. Sterile dressings were applied. The patient was then reversed from anesthesia and transferred to recovery room in a stable condition. The patient tolerated the procedure well and there were no intraoperative complications.¿ (B)(6) 2018: (B)(6) hospital. Inpatient admission. (B)(6) 2018: (B)(6) md. Operative report. Assistant: (B)(6) md. Preoperative and postoperative diagnoses: status post multiple incisional hernia repairs with mesh. Mesh eroding into the urinary bladder with fistula between the urinary bladder to the abdominal wall. History of ovarian cancer. Procedure: laparoscopic excision of infected mesh, eroded into the urinary bladder (robotic-assisted). Laparoscopic takedown and repair of fistula between the urinary bladder and abdominal wall (robotic-assisted). Laparoscopic extensive lysis of small bowel adhesions. Drainage of suprapubic preperitoneal space. Cystoscopy and placement of bilateral ureteral stents. Anesthesia: general. Indications: ¿(B)(6) is a 62-year-old female who has had a history of ovarian cancer for which she underwent laparotomy and debulking followed by chemotherapy several years ago. The patient then developed an incisional hernia, which was repaired laparoscopically with mesh and also had subsequent 2 additional hernia repairs a few years ago. Her last hernia repair was about 4 years ago. The patient recently presented with sinus in the left lower quadrant near the groin and urinary symptom. An MRI of the abdomen showed suspicion of a fistula between the urinary bladder to the anterior abdominal wall. A cystoscopy then confirmed the presence of a fistula between the urinary bladder and abdominal wall with mesh eroding into the urinary bladder. The patient was then taken to the operating room for a laparoscopic robotic-assisted excision of the infected eroded mesh and repair of the fistula between the bladder to the abdominal wall.¿ findings: ¿1. Laparoscopic exc1s1on of the infected portion of the eroded mesh into the urinary bladder was performed with robotic assistance. 2. The fistula between the anterior abdominal wall and the urinary bladder was taken down and repaired. The hole in the bladder was repaired in 2 layers. 3. Extensive small bowel adhesions were present between loops of small bowel to the anterior abdominal wall. Extensive lysis of adhesions had to be performed to separate some of these adhesions in the lower abdomen initially to enable us to place the laparoscopic ports in the lower abdomen to perform our procedure. The adhesions in the upper abdomen were left alone. 4. At the completion, I made a small suprapubic pfannenstiel incision to explore the suprapubic preperitoneal space and this space was then connected to the sinus opening in the left lower quadrant near the left inguinal area and the space was then drained through the sinus opening by enlarging it slightly and placing a half an inch penrose drain through that opening into the preperitoneal space in the suprapubic area. 5. Dr. (B)(6) had initially performed a cystoscopy and placed bilateral ureteral stents for intraoperative identification.¿ o procedure: ¿the patient's abdomen and pelvis was then prepped and draped in a sterile fashion. A pneumoperitoneum was established using a veress needle, placed in the left upper quadrant and insufflating with carbon dioxide gas to a pressure of 15 mmhg. A 5 mm port and an 8 mm port was then placed on the left side of the abdomen. An initial exploration revealed dense and extensive adhesions especially in the midline between several loops of small bowel to the anterior abdominal wall and possibly the transverse colon as well to the anterior abdominal wall. I then spent the next couple of hours separating these adhesions between the small bowel loops to the right lower abdominal wall using a combination of scissors and the enseal device. The omental attachments were taken down. Some of the sigmoid colon epiploic fat was also adherent to the anterior abdominal wall, which were also taken down using a combination of scissors and enseal device. The adhesions between the several loops of small bowel to the anterior abdominal wall was quite dense to the capsule around the previous mesh and extreme care was taken not to cause any inadvertent injury to the small bowel loops. Once the small bowel loops from the lower abdomen was taken down, I then proceeded to place the remaining laparoscopic ports comprising of an 8 mm port on the right lower quadrant and a 12 mm port in the right paramedian position and an additional 8 mm port on the left side. A 5 mm port in the left upper quadrant was subsequently changed to a 12 mm port during the procedure. The patient was then placed in a slight trendelenburg position. Theda vinci robot was docked in position and the rest of the procedure was completed with robotic assistance. I then approached the suprapubic area and urinary bladder was then marked with small amounts of irrigation fluid to distend the bladder slightly. Using scissors and electrocautery, I then opened the plane between the anterior abdominal wall and the urinary bladder in the suprapubic area developing this plane inferiorly. I separated the bladder from the anterior abdominal wall and came to the site of the fistula between the bladder to the abdominal wall. The mesh eroding into the bladder was clearly obvious. The entire bladder was then separated off the anterior abdominal wall developing the plane in the retropubic area. Once the fistula was completely taken down, I then proceeded to remove as much as possible of the free and infected mesh in the anterior abdominal wall. There were some metallic packs as well, which were also removed. These were then placed in an endocatch bag and retrieved through the 12-mm port site and sent for pathological evaluation. After clearly identifying the opening in the urinary bladder, this appeared to be about 2 cm defect 1n the bladder wall. I then repaired the defect in the bladder with several interrupted 2-0 polysorb sutures. I then used a 3-0 absorbable v-loc to perform a second seromuscular layer on top of the first layer in a continuous running fashion. I then injected about 5 ml of tisseel on top of the suture repair. I then mobilized some of the peritoneum off the anterior abdominal wall on both the right and left side and sutured them together on top of the bladder defect to create an additional layer of peritoneum between the bladder repair and the anterior abdominal wall. I then proceeded to close the opening in the anterior abdominal wall with a running 0 nonabsorbable v-loc suture. After verifying complete hemostasis, the da vinci robot was then undocked. I then made a transverse suprapubic incision measuring about 4-5 cm in length. Incision was then deepened down to the fascia, which was incised transversely. The rectus muscles were then split and the preperitoneal space was then opened. I tried to enter into the space hoping to find a large pocket of infected debris and mesh, but in spite of multiple efforts I could not find a large space. I also then tried to create a tunnel between the sinus opening in the left lower quadrant after enlarging the incision slightly and even after multiple attempts, we were unable to find any large pockets of debris other than what we have found at the site of the fistula during our laparoscopic part of the procedure. I then opened this suprapubic space and connected it to the sinus in the left lower quadrant and I placed a 1/2-inch penrose drain into the preperitoneal space in the suprapubic area. The drain was then brought out through the opening in the skin in the left lower quadrant. I then closed the rectus sheath with a running #1 maxon suture and the skin was then closed with 4-0 polysorb in a subcuticular fashion. The penrose drain was then anchored to the skin with interrupted 2-0 polysorb sutures. The 12-mm trocar site fascial defects were then closed with interrupted 0 polysorb sutures and the skin incisions were closed with 4-0 polysorb in a subcuticular fashion. Steri-strips were placed. Sterile dressings were applied. The ureteral stents were removed leaving the foley catheter in place. The patient was then reversed from anesthesia and transferred to recovery room in a stable condition. The patient tolerated the procedure well and there were no intraoperative complications.¿ explant preoperative complaints: see attachment for h10/11 continuation.